Event description:
On 11/11/2007 the patient reported that the display of his infusion device was only partially visible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.